Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported the ultra sonic image display for an idss integration system blanked out during a patient procedure. There was no report of patient injury. It is unknown if a procedure delay/cancellation occurred.

Manufacturer narrative:
Upon further discussion, the user facility stated the idss integration system appeared to be experiencing the display issue "intermittently" during use. A steris service technician arrived onsite to inspect the idss integration system and was unable to duplicate the reported event. Proactively, the technician replaced the system's transmitter and receiver. The technician confirmed the idss integration system was operating to specifications and returned it to service. A review of the complaints past 12 months shows similar complaints. This is considered an isolated event. No additional issues have been reported.